Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was poor communication on the patient programmer. The ins would not communicate with the recharger. The last time the patient felt stimulation was in 2016. The last successful charging session was in 2016. The patient could not get into MRI safe mode because they cannot connect to the device. The patient reported stated they found in (B)(6) 2017 that they were getting poor communication when trying to connect. The patient stated the ins was discharged and they need a jumpstart. The caller was directed to their healthcare provider for an overdischarged ins. The patient mentioned they may want the ins taken out. No further complications were reported. Additional information received from the patient indicated that their ins is discharged, and they need it jump started by a manufacturing representative (rep). Information received from the rep confirmed that the device was in overdischarge. They noted that the patient had not charged their device in months, and they were not able to communicate with it. The rep will be meeting with the patient on (B)(6) 2018 to reset the device. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. There was a spinal cord stimulator (scs) explant per the patient¿s request. The patient states that they no longer use the scs. The device would not be returned as the hospital policy is to keep explants and the staff would send it to their lab. The rep has no further information available from the field. No further complications were reported/are anticipated.